Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a right common femoral artery was achieved using a proglide device with a 6f sheath after a left heart catheterization interventional procedure. Reportedly, the proglide device failed to achieve hemostasis as arterial bleeding was noted. 20 minutes of manual compression were applied to achieve hemostasis. The patient left the cath lab in good condition. Later that same day, as the patient stood up and sat down, excessive bleeding was noted at the access site as the suture did not get a good capture of the artery to close. The patient was taken to the operation room, the level of anesthesia was changed and hemostasis was achieved via surgical suturing. No suture was noted during surgery. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The patient effect of hemorrhage is listed in the electronic perclose proglide instructions for use as a potential adverse event of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.